Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received one (1) tsvt6b10, imp,tsv,6.0,10,mtx,mg) for evaluation. A visual evaluation was performed, there was bone and blood debris on the external threads, however, no damage was seen to the implant and the abutment disengaged from the implant as intended. DHR review was completed for the subject lot number 1256744. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record op# 150 was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 1256744 for similar events and 2 other relevant complaint(s) were identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the clinician selected an implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, device malfunction could not be verified. Loosening could not be verified with all the available information. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Refer to attached summary investigation for infection. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: additional PMA/510(k) number k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
The patient reported with palatal swelling around the implant at tooth location #14 to the office stating that this started suddenly over the weekend. The patient had finished a round of antibiotics and an incision and drainage was performed and another round of antibiotics were started. Symptoms as a result of the event: inflammation and swelling.